Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.65" at the swaged end compared to the nominal pin diameter. Grips and other components adjacent to the dislodged pin showed the possibility of the detached fragment and damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pin fell off the tip of the force feedback instrument and into the patient. The fragment was retrieved during the same procedure. The pin was placed in a jar accompanying the instrument. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.